Event description:
Patient underwent right shoulder arthroplasty with subacromial depression, resection of distal clavicle and slap repair. There was unsuccessful deployment of the metal anchor at the beginning of the procedure, such that it "floated away" from the shoulder joint. The surgeon attempted to locate the anchor, was unable to visualize it at one point -approximately 1.5 hours after the surgery began- but was not able to retrieve it. A second anchor -bio-degradable- was subsequently deployed and the scheduled case was completed. The patient was moved to pacu where the decision was made to admit the patient for control of pain and nausea, rather than to discharge to home as originally planned. An x-ray completed in 07/05 indicated the original anchor screw to be "visualized medially in the proximal shaft of the humerus." The patient was discharged home in 07/05. The surgeon stated that he "made a mistake" using a device he had never used before. The plastic anchor he normally used is deployed in a manner different then that of the metal anchor he used. Two sales representatives from the manufacturer, linvatec, were present at the time of the surgery.